Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported when using the bd nexiva¿ diffusics¿ closed IV catheter system there was leakage at the adapter/tubing. The following information was provided by the initial reporter: the device was "leaking from between clamp and external port. The piv dressing was changed, flushed and noted the piv equipment is leaking from between clamp and external port. Piv removed, leak appears to be positional."